Event description:
International affiliatea reports that during final tightening of set screws, the tips of three moss miami final tighteners became blunt. Further tightening of the setscrews could not be performed with the instruments. The set screws were tightened by the surgeon using similar inserters. The difficulty resulted in sixty minute delay to the procedure. See medwatch report nos. 1526439-2012-00038 and 1526439-2012-00039 for the other two final tighteners that were involved in this event.

Manufacturer narrative:
Depuy spine has requested return of the inserter for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
(B)(4). Visual inspection of the returned final tightener found the tip of the instrument was broken. The remaining flutes were twisted, the direction indicating that the damage occurred in torsion during screw tightening. Review of the device history record confirmed the lot met specification requirements when released to stock. No definitive conclusions can be made. However, tip breakage and deformation are indicative of material fatigue due to wear from usage and the application of force over the life of the device. The final tightener is a reusable surgical instrument and will become worn with usage over time. Events of this nature can result from wear and / or the application of atypical force upon the device during usage. At this time, the complaint is considered to be closed.